Event description:
According to the info received, the balloon membrane was torn or broken upon inflation in the pt. No anomalies were observed during prep; however, it is unk how the balloon was prepped prior to the procedure. It is also unk how many cc's of solution were inserted into the balloon upon inflation during prep and during the procedure. The balloon did not come into contact with anything that may have punctured it. Another device was utilized to complete the procedure.

Manufacturer narrative:
The preliminary analysis of the balloon showed the membrane appeared to be completely torn away from distal bond area and was slid back up the shaft towards the proximal bond area. The characteristics of the membrane edges were difficult to discern with bloody residue. This is the only complaint against this lot for any discrepancy and review of the device history record confirmed this lot met aga mfg specification prior to shipment. Therefore, the cause of damage could not be conclusively determined at this time.